Manufacturer narrative:
The user reported the charging cable melted while charging the controller. The controller, charging cable, and wall adapter were returned for investigation. The charging cable that was returned cannot be confirmed as an insulet provided product. Thermal damage was observed on the charging port of the pdm and to the tip of the charging cable. A portion of the tip of the charging cable was observed to be left behind inside of the charging port. This confirms the user reported event. No damage was observed on the wall adapter. The device was unable to power on and all device data was lost. Device temperature history was not able to be inspected. Further investigation found metal debris within the cable and charging port receptacle causing a short across the vbus and ground pins of the usb-c connection. This short caused by the metal debris can conclusively be confirmed as the cause of the reported event. The source of the debris could not be determined.

Event description:
A patient reports while charging their controller for 7.5 hours the charging cable had melted. No injuries occurred during this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.